Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the device was not returned for evaluation. Therefore, the reported fluid leak cannot be confirmed. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port placement, the patient allegedly developed extravasation. Upon assessment, the left port appeared red and there was a small opening along the incision line. Reportedly the port was replaced on the right side. The patient had redness of the skin over the port site. This was diagnosed as cellulitis and the patient was treated with antibiotics.

Manufacturer narrative:
The device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the device was not returned for evaluation. Therefore, the reported fluid leak cannot be confirmed. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 05/2022).

Event description:
It was reported that post port placement, the patient allegedly developed extravasation. The patient's current status was unknown.